Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Software errors were logged on the hard drive. (B)(4) the rf head cable was found out of electrical specification.

Event description:
It was reported there was a system error. The programmer was returned for service. The programmer rf head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.